Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A complaint history review was conducted on the catalog number in question from 11-sep-2018 to 18-sep-2019. Since catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. A device history review could not be conducted since the lot number nor product code was provided. Operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accessory and/or suturing device: when the suture is used with an accessory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. Other remarks: IFU 163566 and 163567: precautions, states the following: avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
Per medwatch-number unknown it was reported that: missing one bullet from the capio system. Surgeon fired system but it was difficult to remove the device. When the device was removed, the bullet was missing.